Event description:
It was reported to philips that the system's flexvision monitor lost video signal, preventing image display. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened. The procedure was aborted and procedure further completed by using another system and delay greater than 20 minutes. The distributor confirmed that the issue occurred due to pc defective. After reviewing log file, the malfunction is confirmed. Upon troubleshooting, it is found the screen was off during the exam, a cold restart failed. It turned on with a green led and backlight, but no video signal. Flex viewing pc 4fg mdp was replaced by the distributor. After replacement of flex viewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome